Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient has had several falls and time which have been contributing factors which led to the implantable neurostimulator being dead. The implantable neurostimulator has not taken a charge for the last six months. The patient has tried recharging the device several times without success. The patient was looking at a replacement implant with the health care professional. There were no patient symptoms or complications reported.